Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room with symptoms of discomfort and lightheadedness. Upon device interrogation, it was noted that this pacemaker had entered safety mode. Consequently, the patient underwent surgery the next day to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a slight dent and a centered hole in the right atrial seal plug. Device interrogation could not be established using a programmer; however, it was confirmed that the device was operating in safety mode. Detailed analysis did not find evidence of any component failure; therefore, the root cause of this observation could not be confirmed.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room with symptoms of discomfort and lightheadedness. Upon device interrogation, it was noted that this pacemaker had entered safety mode. Consequently, the patient underwent surgery the next day to explant and replace the device. No additional adverse patient effects were reported. The device was returned for analysis.